Event description:
The customer reported generation of erroneous low patient results for sodium (na) on their au5800 clinical chemistry analyzer (pn b96698 sn (B)(6)). The erroneous patient results were not reported out of laboratory. There were no injuries, deaths, or delays/changes in treatment associated with this event. The customer did not provide any patient data and/or patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and identified malfunctioning ise mix motor. The fse replaced the ise mix motor to resolve the issue. The beckman coulter internal identifier is (B)(4).